Manufacturer narrative:
A system checkout was not required as resolution of the issue was confirmed and resolved at the time of the event. No parts have been returned to the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside of a procedure. It was reported that while loading a CT scan into the navigation system, the surgeon's monitor went black. The system was shut down, re-plugged into wall, and rebooted to resolve the reported issue. There was no patient present when this issue was observed.